Manufacturer narrative:
Further review indicated the device code listed in h6 is applicable to the event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported device interrogation on (B)(6) 2014 had confirmed the low impedance(previously reported) on the left ventral intermediate nucleus (vim). No interventions/actions had been taken and no further actions were planned. It was indicated etiology was surgery/anesthesia. The outcome was unresolved.

Event description:
Additional information reported slot (electrode) number 3 was broken. Low impedances were noted. The clinical site indicated the measure of impedance permitted them to identify the slot was broken. No action was required due to the event. The event was related to the lead and was not considered programming/stimulation related. The clinical site indicated the electrodes were very fragile and could be broken easily during surgery. There was no indication that these electrodes broke during surgery however the event was updated to related to the procedure. The outcome was noted to be unresolved with no further actions planned. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3389-40, lot# 0208804451, implanted: (B)(6) 2014, product type: lead. Product ID: 3389-40, lot# 0208731843, implanted: (B)(6) 2014, product type: lead. Product ID: 3708760, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708760, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).